Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the armrest motor module to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, an ergonomics error had occurred earlier, prompting them to disable the ergonomics controls on the second console. Before contacting technical support, the surgeon had switched operation to the first console and continued the procedure as planned. Technical support then advised performing a hard power cycle when feasible. There was no report of patient involvement or reported injury.